Event description:
It was reported that during a colon resection procedure, when the anvil and staple housing ends of the device were put together they did not lock into place. Trying to close the device pushed the anvil away. Another device with the same anvil produced the same result. Hand sewn anastomosis is how the case was completed.